Event description:
During preventative maintenance of the device, the user observed a cut on the membrane switch. The user reported a new membrane switch was installed, rendering the device operable. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.